Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker underwent pocket revision. There were no changes made with the device. Additional information was obtained from the field representative indicating that the pocket revision was due to pocket pain. There were no clinical observations noted. This pacemaker remains in service. No additional adverse patient effects were reported.